Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised forced sensor system error which was resolved by removing and replacing the battery, had motor error alarms and would get the low reservoir warning only occasionally. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no unexpected a33 alarm anomalies noted. No unexpected audio/vibrate anomaly /absence of alarm. No motor error alarm noted. Motor passed motor test. (B)(4).